Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of call was 49mg/dl. The customer delivered a bolus of 3.8 units, but the bolus history showed 20 units. The customer stated that he was asleep during his last delivery. The paramedics were called later and treated him with two glucagon shots to raise his glucose level. The customer stated that he do not remember the glucose reading at time of his arrival to the medical facility. The customer also stated that the device makes a loud noise upon rewind and the numbers on the screen were ramping without pressing any buttons. The programming on the insulin pump was correct. The amount of insulin in the reservoir matches with the insulin on display. The customer stated that he has been diagnosed with cancer and has been receiving chemotherapy. Advised the customer to discontinue use of the device and revert to back up plan. No further info was provided.